Event description:
The user facility reported that while using the device to perform a bier block during a surgical procedure at the user facility the device was deflating on one side and experiencing pressure changes on the other. The user facility reported that the procedure was completed successfully with no delay, no medical intervention, and no adverse consequences.